Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance (high) measurement. All other lead measurements remain stable. A technical service consultant recommended performing pocket manipulation and isometrics to attempt to elicit noise. It is suspected that a loose set screw is resulting in this out of range impedance measurement.

Event description:
Boston scientific (guidant) received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance (high) measurement. All other lead measurements remain stable. A technical service consultant recommended performing pocket manipulation and isometrics to attempt to elicit noise. It is suspected that a loose set screw is resulting in this out of range impedance measurement.

Manufacturer narrative:
During an invasive procedure, it was noted that there was a loose set screw. The set screw was thighted and all measurements returned to normal. The device and lead system remains implanted with no adverse patient effects reported. No additional information is available at this time. If additional information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.